Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to exit the fill tubing. His blood glucose was unknown. During prime rewind troubleshooting, customer did not receive the 2nd series of beeps nor did numbers appear on the screen. The customer also added that the pump does not detect the reservoir. He was advised that the pump needed to be replaced and to revert to a backup plan per his doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.